Event description:
It was reported that the cartridge was leaking from the luer lock. Customer loaded a new cartridge to address the issue. Due to the issue, the customer experienced an elevated blood glucose (bg) level of over 500 mg/dl. Customer administered a correction bolus via the pump, a correction injection, as well as performed a supply change to address the bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.